Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had dislodged and exhibited high pacing threshold measurements. Subsequently, the lead was repositioned. The patient was then treated with intravenous medication. The lead remains in service. No additional adverse patient effects were reported.